Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer's employee. Training is in place.

Event description:
The device showed low battery (below 10%) on the programmer 4 months after implant. It was replaced. The physician suspected premature battery depletion. The output settings were 3.5v, 210us, 700ohms, 50hz, bipolar, 24hrs use.